Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and fecal incontinence. It was reported that the patient went on vacation for 9 days, forgot their charging equipment and noticed something strange. When they tried to recharge they saw therapy is off and the ins battery level was 50%. Pt wondered how that could be. Pt said their symptoms are still improved, they do not notice any difference (worsening symptoms), but they still have some fecal leakage; they do not expect therapy should be turned off. Worked with pt to try charging their ins first. The pt was successful to connect and see charging excellent connection the ins battery level was 50% and therapy was off. Pt said they thought that was strange, because there has been no change in symptoms, they thought it was on. Pt said the ins battery progressed to 60%. Suggested pt pause charging and try to connect with the communicator and handset and pt was successful to synch and reported seeing: por has been occurred please check the device battery level. Pt was successful to turn therapy back on and increase to a comfortable setting. Reviewed if the message said to check the device battery level it was probably too low and turned off. Pt said they do not recall it ever being so low it would turn off. Pt powered down the communicator, started using the charger again, and they were successful to start charging again with an excellent connection. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.